Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (B)(6) 2026. According to the patient, the skin reaction consists of drainage, pustules and infection underneath the sensor pod area. The area was prepared with alcohol before placing the sensor on the body. The patient stated he developed an infection after sensor removal. On (B)(6) 2025, the patient was given intravenous antibiotics (unspecified) in milton ulladulla hospital. At the time of the report, patient condition was stable. No photos or other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.